Manufacturer narrative:
Results: continuity testing was performed on both leads and electrical opens were observed on channels 3 and 4 of one of the leads. The broken wires were consistent with an overstress condition the lead was subjected to while implanted in the patient. It is unknown which lead had the above issue. Both leads are being reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2013-12476; 1627487-2013-12477; 1627487-2013-12513.